Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding an unknown patient who was receiving an unknown drug (concentration and dose unknown) via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2016 that there was a code of 8475 on the personal therapy manager (ptm). It was noted that the reporter knew the meaning of the code when he called in but requested to know what ¿motor open¿ meant. No further identifying information or the scenario of when or how the code occurred was provided. It was indicated that the reporter would get more information and call back. No further information was reported.